Manufacturer narrative:
A ge representative evaluated the system and reinstalled software on a clean load basis, downloaded parameters on the new utility suite. System is working as intended.

Event description:
Customer reported the system has software corruption. No pt injury was reported.